Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received occurred during a vats procedure when the device was being applied to the lung tissue. The incomplete staple line was fixed by re-stapling. The condition of tissue was non cancerous.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative but the instrument could be cycled without pressing the green firing button. The instrument was dismantled for visualization of internal components. It was observed that the grasping mechanism was fractured. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a vats procedure. The stapler partially fired and the distal staple line was incomplete. It is unknown how the incomplete staple line was fixed. The case was completed using a new device. No known patient injury.